Manufacturer narrative:
Zimvie complaint (B)(4). A4: patient weight is not provided / unknown. B3: date of event is not provided / unknown. D1: brand name is not provided / unknown. D4: catalog number and lot number are not provided / unknown. D10: bopt6585, 3i t3 tapered implant 6/5 x 8.5mm, lot number 2018031187.

Event description:
It was reported that the crown fell off implant #14. The abutment screw broke inside the crown and couldn't remove it, option given to patient, and treatment will be trephine implant out, debride socket and place gbr/gtr.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to report additional information. Zimvie received one (1) portion of the unknown biomet abut screw for evaluation. Visual evaluation of the as returned device identified the fractured screw fragment stuck inside the implant. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. DHR, sterilization, and complaint history review could not be performed, as the subject lot number associated with the unknown biomet abut screw is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. Based on the investigation and risk management file review, the most likely root causes determined from the investigation are parafunctional habits/patient factors. Therefore, based on the available information, a device malfunction did occur. The reported event was confirmed with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.